Event description:
Pt had gi problems that " seeded " in his left knee in oct 97 - initial prosthesis removed due to infections temporary prosthesis inserted. This prosthesis today is being removed to place permanent prosthesis in - initial total knee 2/97.